Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device history record manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was discovered that the instrument tip where the screws engage is threaded and will not connect to screws. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been requested. The investigation could not completed; no conclusion could be drawn, as no product was received.